Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and visually inspected. The inspection shows that the shaft on the device is bent to the right looking down at the top of the device. Also, the distal end of the out sleeve has a small tear in it. The trigger of the device was pulled and it functioned as intended. The sleeve on the shaft was removed and there were no implants or suture in the device. This complaint cannot be confirmed. Because of the damage to the device user mishandling is the probable cause of this failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/1/2019. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the customer via phone that during a meniscal repair procedure the truespan peek 12 degree did not deploy the implant. The customer did not know if this issue occurred on the first or second implant. The case was completed with another like-device with no patient harm or delay. The customer was not present and could not provide any additional information. The device is being returned for evaluation.